Event description:
It was reported that during a laparoscopic anterior resection procedure, the device was used for mobilization of the large bowel and rectum. It was discovered that the white teflon pad had become dislodged midway through the case. The surgeon commented that the device performed slower than normal throughout the case. A conventional diathermy was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.